Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported balloon rupture was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue .the investigation determined the reported balloon rupture appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 7.0 x80mm armada balloon catheter was to be used to treat the av fistula with severe stenosis and moderate tortuosity. The catheter was advanced without resistance to the target lesion. However, the balloon ruptured at first inflation at 17 atmospheres. The catheter was removed and a non-abbott balloon catheter was used instead to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure.